Manufacturer narrative:
Conclusion: according to the patient report the implant was exposed and damaged after a car accident. Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, damage to the active electrode likely caused by minute device mobility was found. Reported accident might have weakened the fixation of the electrode which led to device mobility. The problems given in the patient report appear to match the damage found. This is a combined initial and final report.

Event description:
The implant was exposed and destroyed after the child was wounded in a car accident. The patient has been re-implanted.